Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
A customer called to report that the family member (patient gender: x, with 16 years of injection experience) injected ganshulin solution using a micro-fine 4mm needle on the evening of february 9th. The needle broke off in the abdomen upon removal. The customer could not provide the purchase information, material code, or lot number. The customer stated that the problematic needle was not reused, the injection site was in the abdomen, there were no subcutaneous nodules, and the injection sites were rotated; the patient self-administered the injection. The patient underwent an ultrasound and CT scan at xx hospital, but the broken needle fragment was not found. The doctor stated that the needle was extremely fine, and it was possible that a broken needle fragment was inside the body but could not be detected by the scan. Because the exact location could not be found, surgery to remove the broken needle fragment was not possible. The customer requested specific solutions and reimbursement for examination fees (amount not specified) and indicated that they would file a complaint against our company with the consumer association. Sample availability: no. Sample availability details: no sample available.